Event description:
Foreign distributor reported that the unit of measure setting of their locked freestyle meter was able to change from mg/dl to mmol/l. They were also receiving an error 3 message and a battery/booklet icon, when inserting strips into the meter, which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.